Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient had experienced blood glucose (bg) values ranging from 30-400¿s mg/dl while off their insulin pump. It was reported that the battery cap had been lost and the battery compartment was cracked, so the patient was off their insulin pump. This complaint is being reported because the patient allegedly experienced bg excursions while off their pump and using an alternate method of insulin delivery.